Event description:
It was reported that a capsule tear occurred during phacoemulsification of the cataract and the surgeon attempted to insert a three piece silicone lens model aq2010v in the capsule and the lens tore due to being loaded incorrectly. The surgeon enlarged the incision to remove the lens and performed a vitrectomy and put a lens in the sulcus and sutured the incision. It was reported that the capsule tear occurred prior to insertion of the lens and this facility does not use the staar phaco equipment. It was also reported that the lens was damaged due to a loading error and in the surgeon's opinion the lens did not malfunction. This is one of two incidents that happened to this patient. See manufacturer number 2023826-2008-000014 for the other incident.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. There is a small tear in the optic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.